Event description:
Pt had experienced hyperglycemia of up to 400 mg/dl since (B)(6) 2012, and she smelled insulin and decided to change the infusion set. Her blood glucose did not decrease, and she had an appointment with her endocrinologist on (B)(6) 2012. They "checked" the infusion device, and any malfunction of the system was ruled out. Her blood glucose remained elevated, and it was 340 mg/dl and 9:00 p.m. She also had a ketone measurement of 1.8. She went to the emergency room and was treated with an insulin IV and released after 24 hours. At that time, her blood glucose was 153 mg/dl and she was negative for ketone bodies. She disconnected the infusion device and began use of insulin injections. F/u was completed after she was on injections for 8 hours, and her blood glucose was 280 mg/dl and she had a ketone measurement 2.9. She had not had any lifestyle changes. Her endocrinologist modified her doses, and she will resume infusion device therapy when it is approved by her doctor. She initially thought there was an issue with the infusion device but no longer believes this as her blood glucose remained elevated on injections. The infusion device was requested for eval. No additional info was provided.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.